Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d6b - the explant date should have been (B)(6) 2021 rather than blank. Correction: h6 - health effect - impact code - device explantation.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-00366. Related manufacturer reference number: 1627487-2021-12957. It was reported that the patient was experiencing pain at the ipg site. As a result, on (B)(6) 2021, the patient's ipg pocket was opened and the extensions were disconnected from ipg. The extension pocket was then opened and the extensions were disconnected from the lead. Reportedly, the impedances did not change following this, and so the ipg was then relocated to the previous extension pocket and it was then directly connected to the lead. High impedances remained and the extensions were not re-implanted. Therapy was restored following the procedure.